Manufacturer narrative:
(B)(4). Evaluation, results: other (gap).

Event description:
A valiant stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that prior to implanting the stent graft in the pt, the doctor noticed a 5 mm gap between the tip and the sheath. The physician decided to use the device anyway and successfully implanted the device in the pt and the delivery system was discarded. A second device (MFR 2953200-2011-00081) was inspected and had the same 5 mm gap between the tip and the sheath; however, the second device was not used in the pt. No clinical sequelae were reported, and the pt is fine.